Event description:
In 2005, the pt contacted lifescan alleged that his one touch ultra meter was reading inaccurately high. The pt stated he "remembered the meter reading higher than usual for about 1 to 2 weeks". He reported one meter result of 11.8 mmol/l and he did not experience symptoms of high or low blood glucose level at the time. His dr changed his insulin regimen based on the meter readings. The pt has not experienced any injury following the change in his medication regimen. The pt's meter was previously replaced; however, the pt had not yet returned the original meter to lifescan at the time that the customer care rep (ccr) spoke with the pt. The ccr walked the pt through conducting control solution tests on both the original and replacement meters; control solution tests failed on both meters. The test strips were replaced. There is no indication of adverse event (the pt experienced no injury).